Event description:
The customer stated they did not hear an audible alarm when a pt was in v-tach.

Manufacturer narrative:
Post-incident, the involved device was tested and the device tested to specifications, including audible alarms. Logs were collected and analyzed by a philips product support engineer (pse). The logs indicate that 9 red alarm events were provided between 4:54 am and 5:22 am with both silence and suspend user actions taken, supporting that staff were aware of alarm occurrences and were interacting with the device at the time of the alarms. The hospital contact also stated that the hospital is taking internal action in regards to this incident.